Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 23 samples were received. They all came in sealed packaging blisters. Visual inspection was performed. They all have the scale marking issue. Two photos were provided. They show a syringe with the scale marking missing. The root cause is due to syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels didn¿t get the scale printed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9303251 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: syringe assembly printing process.. Rationale: CAPA not required at this time.

Event description:
It was reported that 106 syringes 60ml ll tip 1ml 2 oz in 1/4 oz experienced missing scale markings. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: batch no: 9303251. We received a box of 50 ml luer-lok syringes, that are missing the volume markers. There are a total of 27 syringes identified with such a defect. 30-mar: just as a follow-up, I went through the case (4 boxes of 40) of that lot, and about 1/3 of the syringes have the markings on them, the other 2/3 do not.